Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any patient consequence? No.

Event description:
It was reported that during a colonoscopy procedure, the instrumentalist did a test and noticed that the clips were formed slightly already closed on the legs before being fired. This device was used on the vein: the clips were not properly closed and in addition overlapped. The procedure was completed with ultracision.

Manufacturer narrative:
(B)(4). Batch # k9125m. Device analysis: the analysis results found that the er420 instrument was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining 3 clips were ejected; finally the instrument locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.